Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding the patient status, patient demographics, device information, and whether or not csi caused or contributed to the event were requested, but could not be obtained from the site. Initial reporter: dr. (B)(6) was also an operator during this event. The diamondback coronary orbital atherectomy system instructions for use manual states that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
Orbital atherectomy was selected for treatment of a right coronary artery, which was highly calcified. The diamondback coronary orbital atherectomy device (oad) was operated for six treatment passes, and the final angiography revealed that the vessel was in-tact. Balloon angioplasty and stent placement were performed, and a vessel perforation was observed. Attempts to resolve the perforation were made and the lesion was covered, however a leak remained. Pericardiocentesis was performed and a pericardial drain was left in place for 24 hours. It was reported that the patient later experienced atrial fibrillation.